Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had a heart rate of 54 beats per minute and the device did not provide therapy. Technical services referred the patient's family to the physician. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this device remains in service. Should additional information become available this event will be updated.

Manufacturer narrative:
Additional information was received indicating that the patient was seen in clinic. The device was interrogated and normal device function was observed. There were no allegations or concerns regarding device function. Should additional information become available, this event will be updated. (B)(6).